Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2- foreign country - netherlands. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the device doesn't work , makes strips of skin instead of an even slice. No patient involvement was noted, there is no harm or delay reported. At investigation it was noted that the blade could have contributed to the event. Due diligence is complete and there is no additional information available.